Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7081056, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient had a non-device related fall onto their back after which the patient experienced a decrease in their scs therapy impact over time. High impedance readings were discovered on several contacts of the leads which were located in the lumbar area. Therefore, the patient underwent a revision procedure during which the leads were explanted and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device analysis performed on the returned lead sc-2317-70 serial number (B)(6) revealed that this lead was bent/kinked near the set screw mark of the clik anchor and multiple cables were completely broken at the fracture location. Laboratory analysis determined that the lead became bent/kinked at the exit point of the clik anchor, exposing the bent location to excessive mechanical force that caused the cables to fracture at the anchor point. Lead sc-2317-70 serial number (B)(6) has been returned to boston scientific however, the patient consent for product analysis was not received; therefore, no physical or visual analysis of the device will be performed. Block b3: exact date unknown, event occurred in august 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7081056. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient had a non-device related fall onto their back after which the patient experienced a decrease in their scs therapy impact over time. High impedance readings were discovered on several contacts of the leads which were located in the lumbar area. Therefore, the patient underwent a revision procedure during which the leads were explanted and replaced. The patient was doing well postoperatively.